Event description:
It was reported that the patient was admitted to the emergency room due to ventricular tachycardia (vt) storm. It was discovered that the implantable cardioverter defibrillator was in backup operation. The device was successfully reprogrammed via programming; however, the battery was close to elective replacement indicator. It was believed that the device entered backup operation after multiple high voltage shocks were delivered to treat vt storm. The patient was scheduled for replacement and the device was explanted. The patient was stable.

Manufacturer narrative:
Additional information: e1 and e3.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to power-on reset as a result of low battery voltage. The field reported that the patient received multiple high voltage therapies. The cause of backup operation was consistent with low battery voltage that resulted from numerous high voltage charges. After the device was restored from backup mode, functional tests were performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal.